Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the spinal cord stimulation (scs) system was replaced due to an elective upgrade of implantable pulse generator (ipg) (no patient issue). No devices were added, just battery swap. Device will not return because it was thrown out by surgery staff. Patient is doing well and experiencing exceptional pain relief with scs therapy.

Manufacturer narrative:
Correction to the initial MDR in b5 and h6.